Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer that an 840 ventilator had lines through display customer states no patient involvement recommend service call advised customer the unit may need the gui (graphical user interface) board replaced, if not then the lcd (liquid crystal display) panels would need to updated to latest low voltage led along with gui cpu if gui cpu is not xena ii style. Customer acknowledged and will call back once approved for repair